Event description:
It was reported that when using the bd pyxis¿ es refrigerator, fridge bin 2.3 was failed. The customer reported that the issue occurred when dispensing medications to the patient and resulted in a delay to the patient workflow. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 20-feb-2025 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the refrigerator bin 2.3 was failed. A field service engineer (fse) instructed the customer to use the key to reboot the helmer refrigerator battery. The fse remoted into the station and confirmed that no errors were showing with the refrigerator. The issue was resolved by the customer through rebooting the helmer refrigerator. The system functioned as intended after the field service engineer guided the customer in resolving the issue.